Event description:
Device report from synthes reports an event in japan, as follows: it was reported that on (B)(4) 2022, the patient underwent an orif surgery treating a clavicle. After the surgery, on december 20, 2023, a removal surgery was performed at the patient's request. 5 locking screws out of 8 were too tight to turn and could not be removed. The screw heads stripped. Therefore, the surgeon cut the screw heads by an air tome. The removal surgery was completed with the shaft parts of the locking screws remained in the bone. The extended surgery time was 40 minutes. The rest of the locking screws (3 locking screws) which were succeeded in removing were also very tight this case was a prerequisite for removal in the first place. The surgeon commented that the patient was a 44-year-old male with high activity and good bone quality, which may have caused the locking screws to cut into the bone. The surgeon also commented that the extraction screwdriver was too thin to apply force. No further information is available. This report is for one (1) unk - screws: 2.7 mm va locking this is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: 2.7 mm va locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.